Event description:
It was reported that the device was in a power-on-reset condition following a c-section delivery. It was noted that the electrocautery was suspected as the cause. After turning on, the device would turn off by itself after a half an hour. The device was off throughout the patient's pregnancy. The device was explanted. The pt outcome is unknown. Further info is being requested at this time.